Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair the site had been pre-punched and when the surgeon was tapping the first anchor into the bone it broke. The broken pieces from this first anchor were fully retrieved. The same site was again punched and tapped. When the anchor was almost totally implanted, the anchor broke. The top portion of the anchor was sucked out into the shaver and discarded. Follow-up investigation: approximately three quarters of the second broken anchor remains in the patient. Nothing was placed on top of the broken un-retrieved piece as it was determined by surgeon to be secure. One additional anchor of the same part number was used to complete the procedure.